Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. Device rebooted with no recovery of storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) observed that the drawer was running slowly and replaced the drawer controller board and t cord to resolve the issue. The customer also reported that when a nurse attempted to retrieve medication, it was marked as unauthorized use. The technical support center (tsc) remotely accessed the station to review the log files to determine the cause of the issue. After the parts were replaced, the pharmacy inventoried the entire drawer and ran hardware test application tests on drawers 3.1 and 3.2. The customer then tested and verified the drawer, including inventorying every pocket, and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.